Event description:
Per the clinic, the device was explanted (date not reported) due to wound infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report

Manufacturer narrative:
Correction: the correct date of awareness for the initial MDR report is march 24, 2025 not april 15, 2025 as previous reported. The date of explant is (B)(6) 2025. Per the clinic, it was also reported that the patient was treated with oral antibiotics on (B)(6) 2025 for a duration of 19 days till the date of explant.